Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The device will be investigated by a maquet service technician. A supplemental medwatch will bee submitted when additional information becomes available. Reference exemption # (B)(4).

Event description:
It was reported the bubble sensor error message continued after detected bubbles. Swapped out both the hardware and the disposable. This report is for the hardware. (B)(4).

Manufacturer narrative:
The reported issue could not be confirmed as there was no service contract for the device. No additional information, regarding the reported issue, has since been received from the customer to date. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).